Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from all of results obtained. The customer's expected fasting blood glucose test result range is 110 and 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 136 and 180 mg/dl. The product is not stored according to specification,customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6).